Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium result on a (B)(6) male with chest pain. There was no repeat on I-stat. The reason for testing with the visit to the ed was acute idiopathic pericarditis/precordial pain. The patient was admitted on (B)(6) 2017 at 1314 and discharged (B)(6) 2017 at 1713. There was no additional patient information at the time of the initial call. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/27/2017. Retain product was tested and functioning according to specification. Return product was not available.